Manufacturer narrative:
Expiration date - january/2023. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter: mr./ms. (B)(6). Device manufacture date - 02/23/2018 ~ 02/25/2018. The actual sample piece and (B)(4) pieces of the same lot were returned to the manufacturing facility for evaluation. When closely observed the actual sample piece (hub portion), the glued cannula was damaged at its root where it was glued. As result of our internal observation, no irregularities to degrade the needle strength, such as scratch or rust, were observed. Following distinctive damages were observed based on our in-depth investigation white stressed mark, glue exfoliation and cannula deformation. Visual observation was conducted on the unused sample, no scratch or rust to potentially attribute the reported damage, were observed. The next piece of fragment the cannula portion was closely observed, the damaged portion was curved and the cross section of the damage was also deformed. Visual observation was conducted on the unused samples there was no scratch or rust to potentially attribute the reported damages. Five retention samples were visually checked including cannula dimension check. As a result of, no rust, scratch, bend or inaccurate cannula dimension to potentially attribute the reported damage, were found. Every criterion was checked through methods and complied "fracture tolerance" regulated by iso. Every category of checking point has meet the requirement. As a result of our verification, the concerned needle type was confirmed to fulfill above requirement. The manufacture inspection record check was traced back and reviewed. No irregular finding which could have attributed the needle being snapped off by scratch or bend was noted, during our process. Furthermore, random inspection of the product is periodically performed to closely check physical condition. No irregularity to attribute the reported event, including needle damage, scratch or bend were noted in the record. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "do not change the angle of the pen after penetrating the skin in order to avoid breaking of the needle.", "in case the needle broke off and remains in the body, please contact immediately a doctor." And "do not use if needle is bent or damaged." There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that the patient injected insulin by himself with nanopass. When it was withdrawn, the cannula was confirmed to be snapped and missing from the hub. He was later examined through x-ray and ultrasonic and nothing was diagnosed as result. Additional information was received on december 17, 2018: it was reported that the broken fragment of nanopass had been discovered. According to the patient, the fragment came out of his eye while cleansing his face. The doctor believed that the fragment came from his clothes, and then fallen onto his hand by accident. When he later cleansed his face, the fragment eventually stayed near his eye. As a consequence, the patient assumed that the fragment was believed to have come out of his eye. After consulting the doctor about the patient's statement, both the patient and the doctor concluded that the broken fragment did not come out of patient's eyes.